Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown) (concentration and dose unknown) via an implantable pump for intractable spasticity. It was reported that two days after implant the patient started having headaches then on (B)(6) 2020 they did a blood patch. The patient was having an MRI to check on the blood patch and her lower back. The patient was going to have an MRI on tuesday ((B)(6) 2020) and it was reported no one told her who her company representative (rep) was to make sure they would be there to check the pump. It was recommended the patient follow-up with the managing physician.